Event description:
The customer reported via phone call that there was a peculiar display appearing on the insulin pump when pressing the escape button. The customer was advised that this was the sensor feature turning on. The customer also experienced low blood glucose of 40 mg/dl. The customer explained that they would wake up with low blood glucose. The customer treated the low blood glucose with orange juice and a cookie. The customer was advised to consult their healthcare provider. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.